Event description:
It was reported to boston scientific corporation on may 8, 2023, that an axios stent and electrocautery enhanced delivery system were to be implanted transbulbic (between stomach and duodenum) to the biliary duct to treat a biliary obstruction secondary to hepatic metastases during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the stent deployment hub broke. The axios stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection of the returned device found that the stent was partially deployed. The control hub was not returned as it was detached from the handle. No additional findings were noted on the stent or the delivery system. Product analysis confirmed the reported events of the stent partially deployed and the handle break. The investigation concluded that partial stent deployment is documented in the labeling and is considered a potential adverse event with the use of the device. Additionally, procedural factors such as the manner in which the device was manipulated could have caused the detachment of the control hub of the device during the procedure. Therefore, review and analysis of all available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on may 8, 2023, that an axios stent and electrocautery enhanced delivery system were to be implanted transbulbic (between stomach and duodenum) to the biliary duct to treat a biliary obstruction secondary to hepatic metastases during an endoscopic ultrasound (eus) procedure performed on (B)(6)2023. During the procedure, the stent deployment hub broke. The axios stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.